Event description:
As reported: "the u-lag screw in a patient who received a gamma 3 implant during surgery on (B)(6) 2023, became cut out. After the gamma 3 was extracted, mdm's artificial head was replaced."

Manufacturer narrative:
The device has not been returned. The lag screw cut out could be confirmed by x-ray and 3d images received. Based on investigation, the root cause was attributed to a patient related issue. The images show that the femoral had and neck collapsed over the system. As a reminder, a cut-out is due to a patient condition, and it is when the bone of the patient is not able to hold the femur neck in position over the implant structure. There were no indications of screw migration or of an medical related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the u-lag screw in a patient who received a gamma 3 implant during surgery on (B)(6) 2023, became cut out. After the gamma 3 was extracted, mdm's artificial head was replaced."